Event description:
It was reported that the procedure was to treat a lesion located in the mid left circumflex artery that was mildly calcified, moderately tortuous and 90% stenosed. Reportedly, the mini trek rx balloon dilatation catheter and it did not cross the lesion due to resistance and the shaft became kinked. There was also resistance during removal of the device. A non-abbott balloon with an extension catheter were used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.